Manufacturer narrative:
Insulin pump received with blank display problem isolated to the electronic assembly. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was above 600 mg/dl and the current blood glucose level was 459 m/dl. The customer was treated with manual syringe. The customer also reported that the insulin pump had blank display and the battery cap was damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. The device will be returned for analysis.